Event description:
Affiltate reports the following: the device was in place for five days. The dressing consisted of steri strips and opsite. During a dressing change, the catheter tubing was observed to have a clean break with no jagged edges between the dressing and the end of the catheter. There was no extreme force or pressure applied to the line. The sample was discarded.